Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low battery alert. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The km responder reported that the hospital had the battery replaced, and the issue was resolved. The device was returned to service.